Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject: (B)(6). Left hip revision to address infection. Stage one of a two stage revision. The depuy cup and liner and the competitor femoral head and stem were removed, and an antibiotic spacer was implanted, using depuy prostalac stem, depuy femoral head, depuy liner, and depuy cement. Doi: cup: unknown, liner: (B)(6) 2015; dor: (B)(6) 2015; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.